Event description:
User facility mandatory medwatch rec'd that stated: "pt receiving pain medication through the lifecare pca plus ii infuser. Pt not getting relief from pain. Pump kept alarming "occlusion". Nurse noticed slide clamp pinched off tubing and released slide clamp. Pt immediately felt some relief in her level of pain. Very shortly thereafter pt quit breathing. Narcan administered and pt recovered. Instructions in pump manual indicate how to manage pump when occlusion notice rec'd, but no alert on pump itself to indicate that free-flow will happen if specific instructions not followed." Upon further query, the following info was provided that indicated, an operator error resulting in the pt receiving more medication than intended. On an unspecified date, the device was programmed to deliver an unspecified concentration of hydromorphone. No further programming parameters were provided. After an unspecified length of time, the rn opened the slide clamp of the tubing set that was inadvertently left in the closed position. The pt reported pain relief. After an unspecified length of time, the pt went into a respiratory arrest. The pt responded to unspecified interventions. There were no reported adverse pt sequelae. The device was removed from service. Reportedly, "the device display incremented that the pt had rec'd the medication; however, she had not rec'd any medication until the rn release the slide clamp." The customer contact indicated "education" of the nursing staff was determined to be "root cause" of the incident. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.